Event description:
Pt alleges after surgery, she continued to experience problems with capsular contractures and her surgeon describes problems with scarring and disfigurement caused by the implants. Dr states pt has problems with hard, painful breast capsular contractures and has a persisting seroma at the implant site in the right breast as well as this breast is distorted. Left has scarring but is soft.